Event description:
Hospital ER personnel respond to a patient complaining of shortness of breath. The patient was connected to the device and when the patient went into cardiac arrest a short time later, the device was used to deliver 3 shocks when, according to the reporter, it "froze up". A backup device from another room in the ER was used to continue the code without any problems. No adverse affects were reported as a result of the device use.

Manufacturer narrative:
The hospital biomedical department evaluated the device and observed proper operation through functional and performance testing. The facility declined an offer of service from physio-control.